Event description:
On 4/2/1998 a pt underwent a percutaneous transluminal coronary angioplasty stent procedure, following which an angio-seal device was placed in his right groin. It should be noted that the venous sheath was not pulled until approximately four hours after the angio-seal device had been deployed (which is not in accordance with the instructions for use). The pt was in good condition and was discharged home. On 4/4/1998 the pt felt a "pop" and then noted the formation of a hematoma. The pt returned to the hosp where an ultrasound was performed which identified the presence of a pseudoaneurysm. The pseudoaneurysm was treated via guided compression, and the pt was again discharged home. As of 4/28/1998 there has been no further report of complication or pt sequelae made to the MFR.